Manufacturer narrative:
Additional information received indicted the balloon valvuloplasty procedure went very well. No complications were reported. An additional valve was not required. At the time of the report, the patient was doing well. No further procedures or intervention are planned.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted

Event description:
As reported, approximately 5 months post implant of a 20mm sapien 3 ultra valve in an existing aortic surgical valve, an increased gradient of 50mmhg was observed. Tte indicated the leaflet motion appeared to be adequate. The patient will be brought back for a bioprosthetic valve fracture and an alcohol septal ablation. At the time of the report, no actions have been scheduled or performed. The patient is currently in stable condition. The valve remains implanted.

Manufacturer narrative:
Additional information indicated the planned alcohol septal ablation was cancelled. A balloon valvuloplasty of the aortic valves was planned. No further information is available at this time. Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. According to literature review, prosthesis-patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient's body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient's anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve 'trueid', content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the intervention for the sapien 3 valve. To date, information regarding the patient (medical records, tavr procedure op notes, intervention op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this particular case, despite multiple investigational attempts, it was not possible to be confirmed, but may have been related to ppm. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.